Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic vertical sleeve gastrectomy, when using the second reload, the surgeon was able to press the green button and squeeze the handle but the device did not fire. The reload was reattached to the handle but the device still did not fire. Another device was used to complete the case. It was stated that the surgical time was extended for 40 minutes in order to obtain a new stapler. There was no patient injury.